Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had her previous implantable neurostimulator (ins) and part of her extension removed due to an infection. It was stated that the extension was cut and the remaining extension was replaced on (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the left extension and battery were removed and a new extension and battery were implanted on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0437157v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0444258v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare professional reported that on (B)(6) 2015 post-operatively the patient whose indication for use is parkinson's dual and movement disorders had the battery removed due to a large hole in the incision. It was unknown what diagnostics/troubleshooting or actions/interventions were done and it was unknown if the issue was resolved. Further follow-up is being conducted to obtain information about troubleshooting, diagnostics, cause and outcome. If additional information is received a supplemental report will be submitted.